Event description:
Persistent pain - coflex revision surgery - the local distribution representative attended the removal surgery. Upon further dialogue with the surgeon, it was revealed that during the initial surgery, the surgeon removed a lot of spinous process bone and perhaps the implant did not seat correctly. After a few months of no continued improvement following initial surgery, he elected to bring the patient back and remove coflex and fuse.